Manufacturer narrative:
A ge representative evaluated the system and replaced the key switch cable. The system operates as intended.

Event description:
The customer reported the system intermittently displays an x-ray switch security error. No pt injury was reported.